Event description:
Affiliate reported that the device stopped functioning after implantation. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that biological debris covered the valve mechanism and the ventricular connector was bent. An occlusion was also noted at the inlet of the ruby ball. However, when irrigated again the flow was normal. It was not possible to test the device for programming as the cam mechanism was covered with biological debris. When the device was dismantled it was found that what looks like cotton thread was found entwined in the valve mechanism, as well as biological debris. The instructions for use warns health care users that they should not fill, flush, or pump the valve with fluid in which cotton, gauze, or other lint-releasing material has been soaked. It is not clear how or when the ventricular connector became bent, but no defects were noted with the catheters. A review of the device history records confirmed that this device conformed to the require specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.